Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported pericardial effusion resulting in hypotension appears to be related to procedural circumstances. Pericardial effusion and hypotension are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced is filed under separate medwatch report number.

Event description:
This is filed to report a pericardial effusion. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted the patient had a rotated heart. During preparation, the clip introducer (ci) was attempted to be pushed over the clip. However, the ci became caught in the grippers. The ci was able to be removed from the ci, but it was observed the grippers were no longer able to lower. The ci also became torn. Therefore, the clip was not used and was replaced. The steerable guide catheter (sgc) was inserted, but it was observed a pericardial effusion occurred, resulting in the blood pressure to rapidly decrease. The pericardial effusion was not observed prior to inserting the sgc, but due to the puncture position of the transseptal, the sgc worsened the pericardial effusion which caused the blood pressure to decrease. For treatment, a pericardiocentesis was performed, which successfully stabilize the blood pressure. One clip was then deployed on the mitral valve, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.